Manufacturer narrative:
The device is expected to be returned for an evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed once the investigation is completed. Microstent explantation, secondary surgical intervention, elevated iop, inflammation, and retinal complications are listed in the device labeling as a potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent complicated hydrus microstent implantation in (B)(6) 2021. The patient relocated to another state and was seen by a different surgeon who reported the hydrus inlet was resting against the iris resulting in persistent inflammation, subsequent elevated intraocular pressure and retinal edema. The iop was in the range of 20mmhg with maximal topical therapy and diamox (prior iop was 40mmhg). The device was explanted without complications on (B)(6) 2022.

Manufacturer narrative:
Device identifiers were requested but not provided; therefore, a review of the device history record cannot be conducted. The explanted microstent and the delivery system used for explantation were returned to ivantis for evaluation. The microstent met dimensional and visual specifications. Functional testing of the delivery system was performed with the explanted microstent; the delivery system functioned as intended during advancement, release, retraction, and recapture. There were no issues found. Manufacturer reference #: (B)(4).